Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it is fragmented in several parts') and device dislocation ('essure device is not found correctly positioned in the plaintiff's tubes, close to perforating her organs') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and gravida ii. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("lower abdominal pain right after insertion"). In 2017, the patient experienced headache ("headache"), nausea ("nausea"), vomiting ("sometimes vomiting"), polymenorrhagia ("increased flow and frequency of menstruation"), menstrual disorder ("menstruation including clots"), iron deficiency anaemia ("iron deficiency anemia"), pelvic pain ("severe pain"), abdominal pain lower ("colic pain in the lower abdomen"), dysmenorrhoea ("severe pain during menstrual flow"), vaginal discharge ("vaginal discharge"), pruritus ("itching"), diarrhoea ("sporadic intermittent diarrhea associated with the menstrual cycle"), anxiety disorder ("anxiety disorder"), depression ("depression") and panic reaction ("panic syndrome"). On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), endometriosis ("suspected endometriosis") and adenomyosis ("suspected adenom"). The patient was treated with analgesics, antiinflammatory agents, sertraline and zolpidem. Essure treatment was not changed. In 2014, the procedural pain had resolved. At the time of the report, the device breakage, device dislocation, headache, nausea, vomiting, polymenorrhagia, menstrual disorder, iron deficiency anaemia, pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal discharge, pruritus, diarrhoea, anxiety disorder, depression, panic reaction, endometriosis and adenomyosis outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anxiety disorder, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, endometriosis, headache, iron deficiency anaemia, menstrual disorder, nausea, panic reaction, pelvic pain, polymenorrhagia, procedural pain, pruritus, vaginal discharge and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2020: discrete thickening in the topography of surgical scar from cesarean section in the anterior uterine body region, which may correspond to focal adenomyosis; discreet retrocervical, bilateral paracervical thickening, more accentuated to the left, of unspecific aspect alone, but may correspond to chronic fibrotic foci of deep endometriosis if there is a clinical correlation; tiny hematic focus on the posterior aspect of the left ovary measuring 3 mm, which may correspond to a small endometrioma. X-ray - on (B)(6) 2020: digital radiography of the pelvis: linear metallic artifacts projected in the pelvis; on (B)(6) 2020: essure device is not found correctly positioned in the plaintiff's tubes demonstrating that contraceptives are on the verge of punching your internal organs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it is fragmented in several parts') and device dislocation ('essure device is not found correctly positioned in the plaintiff's tubes, close to perforating her organs') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and gravida ii. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain ("lower abdominal pain right after insertion"). In 2017, the patient experienced headache ("headache"), nausea ("nausea"), vomiting ("sometimes vomiting"), polymenorrhagia ("increased flow and frequency of menstruation"), menstrual disorder ("menstruation including clots"), iron deficiency anaemia ("iron deficiency anemia"), pelvic pain ("severe pain"), abdominal pain lower ("colic pain in the lower abdomen"), dysmenorrhoea ("severe pain during menstrual flow"), vaginal discharge ("vaginal discharge"), pruritus ("itching"), diarrhoea ("sporadic intermittent diarrhea associated with the menstrual cycle"), anxiety disorder ("anxiety disorder"), depression ("depression") and panic reaction ("panic syndrome"). On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), endometriosis ("suspected endometriosis") and adenomyosis ("suspected adenom"). The patient was treated with analgesics, antiinflammatory agents, sertraline and zolpidem. Essure treatment was not changed. In 2014, the procedural pain had resolved. At the time of the report, the device breakage, device dislocation, headache, nausea, vomiting, polymenorrhagia, menstrual disorder, iron deficiency anaemia, pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal discharge, pruritus, diarrhoea, anxiety disorder, depression, panic reaction, endometriosis and adenomyosis outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anxiety disorder, depression, device breakage, device dislocation, diarrhoea, dysmenorrhoea, endometriosis, headache, iron deficiency anaemia, menstrual disorder, nausea, panic reaction, pelvic pain, polymenorrhagia, procedural pain, pruritus, vaginal discharge and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2020: discrete thickening in the topography of surgical scar from cesarean section in the anterior uterine body region, which may correspond to focal adenomyosis; discreet retrocervical, bilateral paracervical thickening, more accentuated to the left, of unspecific aspect alone, but may correspond to chronic fibrotic foci of deep endometriosis if there is a clinical correlation; tiny hematic focus on the posterior aspect of the left ovary measuring 3 mm, which may correspond to a small endometrioma. X-ray - on (B)(6) 2020: digital radiography of the pelvis: linear metallic artifacts projected in the pelvis; on (B)(6) 2020: essure device is not found correctly positioned in the plaintiff's tubes demonstrating that contraceptives are on the verge of punching your internal organs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.